Event description:
It was reported the customer's sensor was malfunctioning. The customer stated their sensor did not last the full six days. The customer also reported having a low blood glucose event where their face became numb. The customer's blood glucose was 59 mg/dl. Customer declined to troubleshoot any further. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).